Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a bent battery ear causing the monitor to be unable to securely plug into battery and run detect and treat. The root cause for the bent battery ear could not be positively identified. No adverse event resulted from the damaged monitor.